Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this lead was abandoned and replaced during a routine device replacement due to progressively high pacing thresholds. No adverse patient effects were reported.